Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The user alleged visualization of particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam additional information received from long text alleging new or worsening asthma and recurring bronchitis, respiratory failure and other. The user alleged visualization of particles. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box e: reporting address line 1, reporting address state, reporting address city and reporting address postal was updated in this report. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated. In previous report, the manufacturer reported information in box b and box h: type of reported complaint as product problem. After pms decision has been changed, it was determined that the customer reported as serious injury. The manufacturer previously reported incorrect information in previous report. The following correction has been updated in this report. In box b: product problem/adverse event was corrected as serious injury (only product problem was checked in previous MDR) and outcomes attributed to ae was corrected to other serious or important medical events. (Previously, it was blank) in box h: type of reported complaint was changed from product problem to serious injury and health impact code was corrected.